Event description:
The report from hospital say, the patient was admitted due to "intracerebral hemorrhage" and was given ECG monitoring, ventilator-assisted ventilation and other examination. The patient was under continuous ventilation. At 22:00 on feb. 21, the ventilator alarmed flow sensor error. The patient's vital signs were observed to be normal without obvious change. The doctor on duty was notified. According to the doctor's advice, the ventilator was changed and the equipment maintenance department was notified for repair. Hamilton-c1 made in (B)(6) 2019.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The determined root cause was that the flow sensor was not correctly placed. As a result water accumulated inside the flow sensor. In consequence (correction) the flow sensor was replaced. There was no patient or user harm reported.